Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (1mg/ml at 0.1mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the catheter was twisted and kinked. It was broke off at the pump connector site. Twiddler's syndrome was suspected. Most of the catheter was replaced. The catheter was cut by where it came out of the intrathecal space and 74cm pump segment was added on. No symptoms were reported. There were no further complications reported at this time.